Event description:
It was reported by the medtronic representative that the device system was removed due to an infection. Further information has been requested from the hcp but is not available at this time. A follow-up report will be sent if further information is received.

Manufacturer narrative:
The device has not been returned to medtronic inc. For evaluation. If further information is received, or the device returned, a follow-up medwatch report will be filed.